Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2002, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder bifurcated endoprosthesis. On (B)(6) 2010, aneurysm enlargement, migration of the graft and a type ia endoleak was discovered. On (B)(6) 2010, three aortic extender components were implanted to treat the migration and endoleak. (Please note, this intervention was reported on medwatch number 2953161-2010-00079). On (B)(6) 2013, the pt presented with abdominal pain and a type iii disconnect endoleak was discovered. It is unk which aortic extender components were involved in the endoleak. An aorto-uni-iliac and femoral-femoral bypass was performed. The pt tolerated the procedure.